Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time between the station and electronic privacy information center (epic) was different. A technical support specialist dialed into all stations on site and synchronized the time with the server across all devices and confirmed with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time between the station and electronic privacy information center (epic) was different. The customer stated that this malfunction occurred and they were unable to access the medication. There were no delay or no adverse events or injuries reported based on this event.